Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate the complaint device was received and evaluated. Visual inspection confirms the tibial sheath is twisted and broken, confirming this complaint. It was reported that a probable cause was customer¿s damaged hex driver, which was not returned. At this time, with the information provided, a definite root case cannot be determined for this failure. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed one similar complaint for this lot of devices that were released to distribution. No further action is warranted based on the overall complaint rates. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
Customer reports perforation of cover shield, probably because of damage cannulated hex driver.